Manufacturer narrative:
December 20, 2015 05:35 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemop 2 insulation separated from the jaws while in use. The insulation remained intact and attached to the device upon its removal from the patient and the surgical field. Another like device was then opened and utilized without issue for the remainder of the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was not confirmed; however, the as analyzed device failure was for ¿plate separated from jaw-bent/detached heater wire¿. The as analyzed failure mode has been investigated in our CAPA system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemop 2 insulation separated from the jaws while in use. The insulation remained intact and attached to the device upon its removal from the patient and the surgical field. Another like device was then opened and utilized without issue for the remainder of the procedure. The hospital did not report any patient effects.